Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
Revision of a scorpio nrg primary from (B)(6) 2007 for pain. Revision diagnosis was tibial loosening. Surgeon explained that patient had been experiencing pain for a long time. Has carried out a knee arthroscopy and synovectomy on this knee. In 2009, he changed the scorpio cr poly insert to a slightly thicker one and resurfaced the patella. According to the surgeon, the patient was still experiencing pain. He discussed that on the x-ray, the implants all looked good. During this revision, he removed the femoral and tibial component. He felt that the tibia came out easily and that it was loose. He replaced the ha coated scorpio femur and tibia with cemented nrg cr femur and baseplate.